Event description:
It was reported when using the bd pyxis medstation es system remote manager failed, prevented the user from removing medications. The customer stated that there was a delay and nurse had to go to another nursing unit to pull the medication. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medstation es system had failed. A field service engineer found that the latch connection, micro switches the sensors was corroded, cleaned the sensors to resolve the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system remote manager failed, prevented the user from removing medications. The customer stated that there was a delay and nurse had to go to another nursing unit to pull the medication. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the connection on the latch, micro switches and the sensors have a lot of corrosion. A field service engineer cleaned the sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.